Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the 2d image quality was low. The medtronic representative replaced the detector panel but after this was unable to get the image acquisition system (ias) to connect to the mobile view station (mvs). This problem was able to be corrected by installing a new detector, however, after this it was found that the defect map was incomplete. There were lines going through the 2d images and circle artifacts showing in scans. The medtronic representative resolved the connection issue from the mvs to the ias and found that there were pixel defects on the 2d images. The rep was unable to create a new defect map during the offset calibration. The medtronic representative then created a defect map by manually mapping the pixel locations which resolved the issue. The replaced part has not been received by the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the site took a scan and observed a ring artifact in the scan. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.

Manufacturer narrative:
Additional information: a medtronic representative reported that rad/gain calibrations were performed on the imaging system when the initial issue occurred. However, artifacts remained on the image acquisitions.

Manufacturer narrative:
Correction: type of surgical procedure was a spinal fusion.

Manufacturer narrative:
The detector panel for the imaging system was returned to the manufacturer for evaluation. Testing found that artifacts remained in 2d and 3d image acquisitions.